Event description:
Arc/spark occurred during robotic assisted surgery through scissor guard / accessory tip cover causing burn to uterus which was being removed. No harm then to patient. Settings for shears at 38 coag which is recommended level. Tip cover inspected prior to application using gage provided by company. Also application of tip cover performed according to recommendations.======================manufacturer response for cover, esu shears, robotic device======================this is 9th event. Conference call ensued. Scheduling second conference call and future site visit by company enginneering to observe surgical procedure in future.